Event description:
According to the patient during the implant procedure, the physician cut a nerve in the patient's leg resulting in permanent numbness. The implanting physician was contacted and is in the process of retrieving the patient's medical records from storage. The physician will provide additional information once he receives it.